Event description:
Tubing mis-connection and employee error. Ambu bag was plugged into the l-shaped connector of a suction canister instead of oxygen. The ambu bag is clearly marked with a green connector for oxygen. The error was noted when the ambu bag did not inflate fully.